Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a ultraflex esophageal stent was to be used during a stent placement procedure performed on (B)(6) 2016. The stent was to be implanted to treat a malignant stenosis in the esophagus. Reportedly, the patient's anatomy was tortuous and had been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the stent was noted to be damaged. The stent was removed from the patient using snares and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: an ultraflex¿ esophageal stent and delivery system was returned for analysis. Visual evaluation found the stent was received not deployed and the device shaft kinked. No issue was found with the stent profile. Functional evaluation found the stent was deployed without issue. No other issues were identified during the product analysis. The complaint was not confirmed. The returned device showed no evidence of either the alleged issues, or any defect which could have contributed to the event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a ultraflex¿ esophageal stent was to be used during a stent placement procedure performed on (B)(6) 2016. The stent was to be implanted to treat a malignant stenosis in the esophagus. Reportedly, the patient's anatomy was tortuous and had been dilated prior to stent placement. According to the complainant, during the procedure, the physician was able to deploy the stent. However, the stent was noted to be damaged. The stent was removed from the patient using snares and the procedure was completed with another ultraflex¿ esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.